Event description:
Claimant alleges that joystick mount broke off and she ran into a wall, hit her knee, and shoulder.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued. Attorney represented.